Event description:
IV discontinued at approx 1500. Stat lock IV secure device in place. IV catheter hub removed from stat lock. IV catheter hub appeared to be intact with catheter. When pulled back on hub, the catheter was not attached. Physician called. X-ray ordered. Physician notified of x-ray result. Radiopaque catheter noted in right medial wrist. Cardiovascular surgeon called to remove catheter.